Event description:
On (B)(6) 2018, during the implantation procedure of the subject pacemaker, the physician tried to implant a xfine tx26d. Despite its excellent position, the impedance was greater than 3000 ohms. Then, the physician decided to remove this lead and replace it with a new one, obtaining excellent values with a pacing system analyzer. The physician also reported that after connection of the ventricular lead to the device, capture failure occurred when the device was placed in the pocket, causing a long heart break to the patient. After re-programming in bipolar configuration, normal operation of the device was observed.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during the implantation procedure of the subject pacemaker, the physician tried to implant the a xfine tx26d. Despite its excellent position, the impedance was greater than 3000 ohms. Then, the physician decided to remove this lead and replace it with a new one, obtaining excellent values with a pacing system analyzer. The physician also reported that after connection of the ventricular lead to the device, capture failure occurred when the device was placed in the pocket, causing a long heart break to the patient. After re-programming in bipolar configuration, normal operation of the device was observed.